Event description:
A male patient underwent aaa repair on (B)(6)2009. The patient's anatomical form was suitable for aaa repair and pta was performed for the stenosis in the left external iliac artery before the procedure. The suprarenal stent was deployed before the contralateral iliac wire guide placement. The rest of the procedure was conducted as labeled. Confirmatory angiogram showed low blood flow to the left internal iliac artery. On (B)(6)2009, at a follow-up, occlusion of the left internal iliac artery was noted and the physician took a wait-and-see approach. The status of the patient at this time is unk.

Manufacturer narrative:
(B)(4). The development of zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In the event evaluation form from cook (B)(4), the physician's remarks are documented; there is a possibility that the left internal iliac artery was occluded by thrombus which was pushed up during pta of the external iliac artery. The proper deployment sequence is to cannulate the contralateral leg with a wire guide and angiographic catheter prior to proximal top deployment. As mentioned in the event description, the top stent was deployed prior to cannulating the contralateral leg. This is considered to be off-label use, however, there is no evidence to suggest this was a contributing factor in the internal iliac being occluded. We have notified the appropriate individuals and we will continue to monitor for similar events.